Event description:
Red streak ran up arm from point of jelco 20 g IV catheter insertion. This occurred on a couple of pts. All 20 gauge jelco catheters pulled from ER and units. Report from nursing supervisor indicated there were multiple attempts on several pts and all had same reaction.